Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a lack of clinical benefit leading to device non use; subsequently the device was explanted (date not reported). There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 22, 2017 was filed inadvertently. No explantation or serious injury has occurred.